Event description:
It was reported that during procedure for a diagnostic endobronchial ultrasound, the subject device needle tube could not be extended (the tube length could not be adjusted to the endoscope, the tube was not visible on the screen) and therefore a puncture with this needle was not possible. After the needle was removed from the endoscope, a kink was detected in the distal end of the tube. The procedure was completed with a similar device. There was no patient harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the results of the legal manufacturer's completed investigation results. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coil sheath was deformed, there was a hole in outer tube, and the insertion tube buckled. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during procedure for a diagnostic endobronchial ultrasound, the subject device needle tube could not be extended (the tube length could not be adjusted to the endoscope, the tube was not visible on the screen) and therefore a puncture with this needle was not possible. After the needle was removed from the endoscope, a kink was detected in the distal end of the tube. The procedure was completed with a similar device. There was no patient harm or injury reported.